Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, a right side "pain". And exchange of textured devices, due to patient's concern with product. Patient, additionally reported, that their explant doctor believes that they could have "mastalgia" or "capsular contracture", (baker grade unknown). The device remains implanted.

Event description:
Healthcare provider confirmed that upon explant device was not textured and was smooth. Healthcare provider additionally provided an operative report which noted during explant is was found that device was "saline implant that were smooth and 800 ml. The slight overfill on the implant confirmed they are probably 850 ml. Patient wants less lateralization of their pocket. The patient did have a very severe lateralization of their chest wall. The patient has a fairly significant amount of lower pole laxity since we have a smaller implant now in place. I decided to take a little strip of inframammary fold skin since we have already an inframammary fold incision. I do not have permission or consent to do a mastopexy and it is entirely possible the patient may choose to do a mastopexy in the future to accommodate this implant that is 100 ml smaller than the previous implant. " the event of capsular contracture has not been confirmed. The device has been explanted and replaced.